Event description:
Livanova deutschland received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during a CABG procedure on (B)(6) 2018. The surgery occurred at (B)(6) hospital. The patient tested positive to mnt chimaera on (B)(6) 2025 with lab results confirmed by national jewish.

Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Service history review did not identify any information relevant to the reported issue. The device was upgraded with vacuum and sealing kit on (B)(6) 2020 after the surgery date (on (B)(6) 2018). Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova learned that the water in the heater-cooler systems 3t in use is changed every day and devices are stored dry. This is not in alignment with instruction for use. The devices are located inside the operating theatre during use. Legal lawsuit has been issued and no further information has been made available on this specific event. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated corrective actions and a field action. The risk is in the acceptable region. No other specific action was currently deemed necessary. Livanova will keep monitoring the market.